Event description:
The customer reported that the device takes time to turn on/turns itself off. No patient involvement.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from date of manufacture 05may2020 to present date 13jan2021 and confirmed that this device was not previously returned for servicing.

Event description:
The customer reported that the device takes time to turn on/turns itself off. No patient involvement.

Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the device takes time to turn on/turns itself off. No patient involvement.